Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmissions revealed post-paced t-wave oversensing. Programming changes were made. The patient was stable.